Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2158-70 serial #: (B)(4) description: enh p3a ld kit. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent a lead revision due to the leads becoming too superficial. The patient is reportedly doing well after the procedure.